Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient died on (B)(6) 2020. Two defibrillation shocks were delivered, but the patient did not regain consciousness. An episode was recorded on (B)(6) 2020 at 12:40 and it was observed that after four (4) sequences of atp, the device had not started charging after a vtlc (ventricular tachycardia long cycle) majority was reached. It was observed that several majorities were subsequently reached after this first vtlc majority.

Event description:
Reportedly, the patient died on (B)(6) 2020. Two defibrillation shocks were delivered, but the patient did not regain consciousness. An episode was recorded on (B)(6) 2020 at 12:40 and it was observed that after four (4) sequences of atp, the device had not started charging after a vtlc (ventricular tachycardia long cycle) majority was reached. It was observed that several majorities were subsequently reached after this first vtlc majority.